Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged screen was confirmed during product evaluation. The root cause was assigned to a missing portion of the graphic on the main liquid crystal display. The main liquid crystal display was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with a damaged screen. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this pump is currently unknown.